Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that the alarm didn't ring during a cardiac arrest (bradycardia) on the mp70. On (B)(6) 2016 at around 04:30 pm, a patient (female) experienced a bradycardia in the room 6. The patient survived after a cardiac massage.

Manufacturer narrative:
A philips field service engineer (fse) went onsite. The fse was unable to reproduce the reported issue of the alarm not sounding during a cardiac arrest. Strips were received starting at 4:43pm and ending at 4:55pm. Alarm logs were received and reviewed. Alarm activity was found, which shows red alarms sounding, and being silenced: there was no device malfunction. The reported malfunction of the alarm not sounding during a cardiac arrest could not be replicated by a philips field service engineer (fse). The fse performed functional tests and tested the alarms; no anomalies were detected during testing. A review of the alarm log found alarm activity for red alarms sounding, and being silenced, at the time for which there had been a report of lack of alarm sounds. The device is operational and remains in service at the customer site. There have been no subsequent calls logged for this device/issue. No further investigation is warranted at this time.